Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that indication of use was non-malignant pain and post lumbar laminectomy syndrome. Patient was receiving hydromorphone, unknown concentration at 3.8 mg/day dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had been having pain in his butt for 30 years. The pump was implanted in his lumbar region and the catheter connection rubbed on his bone causing a lot of pain. The patient didn't know why the physician implanted it there. The pump took away ¿the mess¿ from his spine, but it was also causing pain. He took tavital to deal with the pain caused by the pump. As of the date of this report, the patient stated that ¿it¿s still touching a little bit because the port sticks out a little, but not anywhere near the agony I had before¿. The device system was delivering hydromorphone. The actions taken and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. Additional information was received from a patient. It was reported that the healthcare professional (hcp) did a revision and moved it however he only moved it about an inch (revision date asked unknown, 2017) and this was a major screw up. Patient stated this revision helped a little but it still moved around and bumped up against that area causing pain. Patient stated this pain that the device was causing was just as much pain as his condition so it was really frustrating. Patient stated that was why he wanted to talk to the manufacturer representative (rep)- he wanted to make sure the rep told the hcp to move it down far away from the sacroiliac joint but no rep was ever came to the revision surgery. Patient stated as a result his pump medication dose was really high and he felt drunk all the time. Patient stated the revision improved the issue but did not resolve it completely. Patient stated the dosage of the medication was now significantly lower so that was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.